Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that when patient presented to the hospital with diaphragmatic stimulation, lead dislodgement was discovered via chest x-ray. Patient was otherwise asymptomatic. Patient did not receive pacing due to lead dislodgement issue. Lead dislodgement was unrelated to twiddler syndrome and was suspected prior. Lead no capture issue was observed due to lead dislodgement. Lead was explanted and a new lead was implanted. Patient was stable during and post procedure.